Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00585 and 1627487-2011-00586. The patient received an scs system for flank pain including an ipg, four percutaneous leads and a lead extension on (B)(6) 2009. It was reported that the patient's scs system was removed due to allegations of ineffective stimulation.